Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As described in medwatch (B)(4). Describe the event or problem: two different sets of IV tubing came out of package without a roller clamp. Other events describing a defect or design issues (short set tubing missing a port for flushing, flipped clip, vent cap missing or can be removed/falls easily with slight movement, roller clamp above filter area instead of below, broken clamp, incorrect tubing/does not fit into b. Braun pump, horizontal white piece missing/fell off from IV tubing, green safety clamp directly above a hole in tubing engaged but failed to stop flow of fluids, and large air collection when tubing is repositioned higher/hung in high IV pole hooks when paused to keep tubing off of the floor when patient is disconnected). What was the original intended procedure? : delivery of intravenous medications, fluids or parenteral nutrition. What problem did the user have (check all that apply) :other; device was hard to use; device failed (e.g. Broke, couldn't get it to work or stopped working) ; device malfunction - that is, the device did not do what it was supposed to do; is this a laboratory device or laboratory test? [No] . Other information about the patient that may have influenced the outcome of the event: none.